Event description:
Pt has pseudo-cerebri. Pt has a programmable lumbopleural shunt in place. Shunt recently severed last month. The silastic covering had a spiral tear longitudinally along its entire length.